Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed a persistent black screen and would not power on or charge despite multiple outlets and extended time on the charging pad, consistent with a device energy storage issue and implicating the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.